Event description:
Reporter indicated that there was a "bad connection between the wand and generator". No further information is available at this time.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.